Manufacturer narrative:
Sections with additional information as of 05-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 219, 232 and 204mg/dl. The customer¿s expected am fasting blood glucose test result range is 98-156mg/dl, 2 hours post breakfast expected blood glucose test result range is 145-180mg/dl and expected pre-lunch/dinner fasting blood glucose test result range is 145-180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/16/2022 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 02-dec-2021 to ensure the customer's initial concern was resolved - able to establish contact with customer who stated they are satisfied with the products.